Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report was received from taiwan indicating that a patient suffered a mild dissection in the left circumflex during a percutaneous coronary intervention. The dissection was treated by implantation of a driver stent. The target lesion was in the left anterior coronary artery (lad), and severely calcified chronic total occlusion (cto) with 95%. Pre-dilatation was conducted with a 2.75 x 20 sprinter balloon and a cypher was used to cross the lesion. After several unsuccessful attempts to cross the lesion, the physician discovered a mild lesion in the left circumflex, which he treated with a driver stent.